Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a device change out for eri, low sensing was observed. The physician chose to cap the lead.